Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's pump stopped while he was at home. The patient had pumped and continued to hand pump until he arrived at the hospital which was approximately an hour and a half away. The patient was placed on pneumatic support using a stroke volume limiter (svl) and drive console, and ten days later the lvad was exchanged with another lvad. The patient remains stable on the new lvad.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.